Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer's friend took the customer to the emergency room (ER) and the customer was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 1634 mg/dl. Reportedly, the customer was¿ incoherent ¿. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6)25. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.